Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence; trial began (B)(6) 2018. It was reported the trial patient¿s husband stated patient is in the hospital, as she had a bad reaction to the medication. On (B)(6) 2018 the husband clarified that his wife had a reaction to either the anesthesia or percocet she was given related to the trial procedure, he wasn¿t sure which, and patient was admitted to the hospital for observation (B)(6) 2018, but came home (B)(6) 2018 and is fine now and the trial product is working well for her. No further complications were reported or are anticipated.